Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported two cases where the residual refraction has been a lot more myopic than expected after patient's had glaucoma stent implanted. There are two records associated with this report. This is for the second patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).